Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 12/2017).

Event description:
It was reported that approximately three years after the placement of the port device, the patient alleged arrhythmia. Reportedly, a computed tomography (CT) examination revealed that the tip of the catheter was in the right atrium near the tricuspid valve. It was further reported that the patient experienced pain at the port site, however, the patient was reported to be in the stable condition.